Event description:
A unit manager contacted baxter (B)(4) regarding a leak from a cassette while it was connected to the patient. The unit manager reported that several cassettes from this batch had leaked during the final drain however the exact quantity was not known. The leaks occurred where the tubes joined the cassette. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no sample evaluation could be performed.a follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.